Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a qdot micro catheter and experienced an atrioventricular (av) heart block which required pacemaker implantation. When the physician attempted to ablate the slow pathway, the physician inadvertently took out the av node instead. Complete av dissociation was noticed and confirmed on the intracardiac and body surface signals displayed on the carto 3 system and the recording system. The ablation part of the procedure was aborted. The medical intervention provided to the patient was a pacemaker. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.